Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to fluid loss. The ipp was explanted and replaced. There is no additional information reported.